Manufacturer narrative:
The third-party service agent replaced the power pcb assembly and performed some other unrelated repairs. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device was evaluated, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and observed the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that when their customer's device was evaluated, it was observed that the device would not power on. There was no patient use associated with the reported event.